Manufacturer narrative:
Device implant date is unknown at this time. Investigation results will be provided in the final report.

Event description:
It was reported the patient complained of pain at the ipg site from a 'nodule.' When the physician opened the pocket site during a lead revision on (B)(6) 2019 (see associated MFR#: 1627487-2019-01051), one port plug was in the vacant port of the ipg header, but there was also a second port plug sitting in the pocket. The second port plug was therefore removed along with the ipg. A new pocket was made at the left buttock, and a new ipg was implanted and attached to the new penta paddle lead.